Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. During an unrelated on-site visit, the philips field service engineer (fse) was called into the lab to assist with what was described as an issue with nibp not working. The fse¿s immediate observation when entering the control room was that the patient had a good EKG waveform, which philips later learned was present because the patient was being paced. The fse observed that the spo2 parameter was at zero (alarming with flashing red background), etco2 was at zero (alarming with flashing yellow background), and the nibp was alarming (flashing yellow) with no reading. In addition, the fse reported a ¿loose cuff¿ message was being displayed. The customer claimed that nibp had been working but then stopped after taking eight to ten readings. It was reported that the nibp readings were low with systolic pressures around 90 -100. It was also reported that at various times, both the etco2 and spo2 would display readings indicating that the parameters were working. Early on during his observation time, the fse observed the blood pressure cuff attempt to inflate, which was indicated by an inflation window popping up on the screen above the nibp display. The manometer went to 20 mmhg and then leveled off. When the fse mentioned this to the customer, the customer she stated that a nurse in the procedure room was taking a blood pressure manually and she had removed the cuff that was attached to the device from the patient¿s arm. The customer placed the device¿s cuff back on the patient¿s arm and, after giving the patient a bit of a break, the customer attempted to take another reading using the device. The pump cycled and gave a reading of 48/??. The customer¿s response to this was ¿now that¿s not a real pressure. The doctor is going to want another manual pressure taken because he is not going to believe that pressure.¿ the customer called out to the nurse in the room again requesting that she take another manual pressure. The nurse in the room again removed the device¿s cuff and began taking a manual pressure. At that time, the customer glanced over at one of the x-ray monitors, something that the fse observed many technicians do during procedures, and remarked that it looked like there were air bubbles visible on the right side of the patient¿s heart after an injection of contrast. During this time, the fse noted that the patient was occasionally moaning loudly. The device¿s cuff again tried to inflate but leveled off again at 20 mmhg due to it being off the patient. The result of the manual pressure taken by the nurse was 60/??. The nurse put the device¿s cuff back on the patient and, shortly thereafter, the device attempted to take another auto-pressure. This time, the pump attempted to get a reading by inflating/deflating a few times, but finished with a ¿loose cuff¿ message and the yellow flashing visual alarm. The fse reports that, in the next few moments, the physician and nurse can be heard trying to communicate with the patient. It was noted that the physician and nurse began yelling louder and shaking the patient. It was stated that the patient had become discolored. A code was called and CPR began. The fse removed himself from the lab in order to allow the staff to work on the patient. It was reported that the patient passed away.

Event description:
The philips field service engineer (fse) was on site on an unrelated matter when he was asked to investigate an issue in one of the hospital¿s labs. The staff advised the fse that the monitoring device was not working properly and did not believe hemodynamics being given by system during a pacemaker upgrade procedure. It was stated that the patient had become discolored. A code was called and CPR began. It was reported that the patient passed away.

Manufacturer narrative:
The device evaluation was performed by the field service engineer (fse) on the actual device involved in this complaint. According to service notes, the fse asked staff not to do anything to the system after removing the patient from the room so that he could verify the operability of the device. The hospital staff was asked to leave both the disposable nibp cuff and etco2 tubing but, once the fse was allowed back into the lab, it was found that those items had been discarded. As the fse was allowed into the room to test the system, the customer , who had to leave during the event to attend a meeting, had returned before testing had begun. According to the fse, the customer was present during the fse¿s evaluation and witnessed all testing and the state of the device¿s operability immediately following the procedure without performing a restart on any of the system. The findings were that the system was not malfunctioning, rather the system was working properly and the patient was in distress as the system indicated. The investigation for the reported issue concludes there was no failure or malfunction of the device to perform as designed and intended. This investigation further confirms that the xper flex cardio device did not cause or contribute to the patient's death. The device passed all functional testing and was returned to service. No parts were replaced or returned to philips in association with this complaint and the device remains in use at the customer's site. A search in oneems found no further calls. No further action or investigation is warranted based on the available information at the time of complaint closure.